Event description:
The patient presented due to getting shocked 6 times for vf and the shocks failed to convert the rhythm. The device was explanted and replaced.

Manufacturer narrative:
The reported inability to convert was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench and no anomaly was found. The cause of the reported inability to convert could not be determined.

Manufacturer narrative:
(B)(4).